Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. Six photographs and one q-syte connector were provided for investigation. A column tear was identified in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that chemical leak occurred when a q-sight unit was connected to a top company extension tube. What is the date of occurrence? Customer response (B)(6) 2026. Unknown.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.